Event description:
It was reported that the fiber cap detached at 36,355 joules during a prostate procedure. The cap was retrieved. A second fiber was used to complete the procedure. The pt outcome was reported as "okay".

Manufacturer narrative:
(B)(4).